Event description:
It was reported to philips that the charge failed on the device. The patient had cardiac arrest prior to device issues. The customer did not respond to multiple requests for additional information. The device was reported to be in use on a patient, causing a possible delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the charge failed on the device. The patient had cardiac arrest prior to device issues. Additional information has been requested. The device was reported to be in use on a patient, causing a possible delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.